Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2000 - the pt had a medium kugel hernia patch implanted for the repair of a ventral and umbilical hernia. On (B)(6) 2010 - pt presented with severe abdominal pain, nausea and vomiting. Exploratory laparotomy was performed. Adhesions were found between the small bowel and transverse colon to the abdominal wall, large and small intestines and the sigmoid colon. A perforation was also noted in the small intestine. On (B)(6) 2010 - pt presented with abdominal pain. The md decided to proceed with another operation. The md found that the abdominal wall mesh was in contact with intra abdominal omentum creating dense adhesions. The entire mesh was removed. Attorney alleged perforation, disability, pain, additional surg, adhesions, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided; however the pt's attorney alleges the pt was treated for adhesions, which is a known possible adverse event listed in the IFU. A lot number has not been provided, therefore, a review of a manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available event and/or evaluation information is obtained, a follow up MDR will be submitted.